Event description:
The product was used during a gallbladder procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.